Event description:
The implant malfunctioned due to it deforming during placement. The malfunction did not cause or contribute to a death or serious injury.

Event description:
The implant malfunctioned due to it deforming during placement. The malfunction did not cause or contribute to a death or serious injury.